Event description:
It has been reported: chair safety belt failed whilst resident was seated on chair. The pt fell off sustaining bruising. The hoist is being taken out of use by the facility maintenance man as he has only just been made aware of the incident.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by the manufacturer arjo (B)(4) on behalf of the importer (B)(6). Further information will be provided upon completion of the manufacturer's investigation.